Event description:
Pt admitted for lithotripsy. Pt has a 1.2 cm kidney stone close to the renal pelvis. The pt was advised to have an eswl procedure. The pt was brought to the lithotripsy suite, placed on the table and given general anesthesia. The stone was brought into the cross hair of the monitor on both projectors. The pt was then properly coupled to the lithotripsy head. A total of 2500 shock waves were delivered to the stone with minimal fragmentation of the stone. At the end of the procedure, the pt was returned to the postanesthesia room in a satisfactory condition. Conclusion: minimal fragmentation of the stone by eswl. Later in recovery, the pt began to have increased pain. The pt was transferred to a local hospital, and it was determined that she had a hematoma on her kidney.

Manufacturer narrative:
The device was checked by co service engineers and found to be operating within specification.